Manufacturer narrative:
The investigation did not identify a product problem.¿ the cause of the event could not be determined.¿ after daily maintenance was performed, no further issues were seen. The numerous "abnormal sample aspiration" messages in the analyzer alarm trace indicate possible pre-analytical issues of the samples.

Event description:
There was an allegation of questionable elecsys total psa immunoassay results from the cobas 8000 cobas e 602 module. The questionable results were reported outside of the laboratory. The reagent lot number was 492347 with an expiration date of 31-dec-2021.